Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, while placing the final pinnacle cup, the cup positioner was damaged upon impact. An on-site solution was not possible; however, the surgery was successfully completed despite the damaged part, without any discomfort to the specialist, any impact on the patient, or any alterations to the surgical schedule.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿during the procedure, at the time of placing the final pinnacle cup, when the positioner of the cup was impacted (ref (B)(4), lot so2062433), the piece was affected. It was not possible to give a solution in situ; however, with the damaged piece it was possible to continue and finish the surgery successfully, without discomfort for the specialist, without affecting the patient and without alterations in the surgical times. About what happened, the instrumentadora de sala was notified who was aware. At the end, a report was left in one force and in this medium in order to report what happened. The reference mentioned was marked with red tape and placed between the equipment for easy identification and replacement when the devices return to j&j facilities". The product was not returned to depuy synthes, however photos were provided for review. See attachment source file - (B)(4). Review of the photographic evidence of the pinn straight cup impactor found a broken end cap. The damage observed is consistent with rotating bending fatigue from off-center irregular impactions which may accelerate fatigue crack propagation over multiple impaction cycles. Consistently impacting the device in the center of the cap may diminish the risk of fracture, however, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the overall appearance of the device is well used. There are no design changes identified that reduce the risk of this incident without the introduction of new risks while maintaining the intended function of the device. With the available data and understanding of the surgical process, no change to the design of the devices are proposed. The risk associated with the devices is reduced as far as possible and is outweighed by the benefits of their usage. Complaints will be monitored in the post market surveillance process. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. ¿ the overall complaint was confirmed as the observed condition of the pinn straight cup impactor would have contributed to the complained device issue.¿ ¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.